Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin one trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hardware low level failures. The customer's blood glucose at the time of the event was 111 mg/dl. Leading up to the event, the customer was trying to get into auto mode when the alarm sounded. The customer was unable to clear the alarm. The customer was assisted with troubleshooting. The customer was advised that the pump would need to be replaced and to revert to the backup plan. The pump is expected to be returned for analysis.